Event description:
It was reported, the patient had a suspected two second ventricular standstill as seen on the hospital telemetry. Follow up revealed the ventricular lead was removed and replaced due to loss of capture and suspected micro-dislodgement. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.